Event description:
Info received indicates the set leaked at the weld on the filter. The drug being delivered was fluorouracil, 4425mg, 150ml sodium chloride running at 5ml/hr.

Manufacturer narrative:
The device was not returned to moog for eval. The complaint could not be confirmed.